Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with closurefast catheter, 7f, 100cm. The customer states when the catheter was plugged into the rfg2 the machine kept requesting them to "retain the timer values" after they treated the first segment. After a few more attempts to treat, the rfg2 displayed an error message "non-uniform heating treatment halted." The customer then removed this catheter and noticed it was in a burned/melted condition.

Manufacturer narrative:
Submit date: 03/28/2012. An investigation is currently underway. Upon completion, the results will be forwarded.